Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis (pd) patient reported an unrelated event. During the call the patient reported she had peritonitis and decided to visit the hospital. During follow up the patient's nurse reported on (B)(6) 2018, the patient presented to the clinic with abdominal pain and cloudy effluent. The patient was given antibiotics vancomycin and ceftazidime. A white blood cell count performed that day revealed a count of 12,688 and a peritoneal effluent culture yielded gram negative organism. The patient was hospitalized on (B)(6) 2018 and continued the same antibiotics. Patient continued pd therapy with no issues. The patient was discharged from the hospital (B)(6) 2018. She was able to remain on pd and continued antibiotic. The nurse reported the event was due to breaches in technique. The patient had reported adding a bag during the middle of treatment with potentially poor technique. The patient also reported potentially having cloudy effluent for "a few days" prior to seeking treatment. The patient also allows her pet dog in the room during treatment. The precise cause of the breach was not known but the technique was poor and the nurse attributed the peritonitis to a breach in technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.